Event description:
It was reported to philips that the ac power module failed.

Manufacturer narrative:
(B)(4): it was reported to philips that the ac power module failed. The unit and ac power module were evaluated by a philips field service engineer and the failure was verified. Replacement of the module resolved the failure. The unit passed all post-servicing testing. The unit remains at the customer site with the new module installed.